Manufacturer narrative:
Section a3a, a3b and a6: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal intraocular lens (iol) was fully inserted into the patient's left eye. After implantation and upon unraveling of the lens, a crack was identified. The cracked iol was removed and replaced with another lens of the same model and diopter during the same procedure. There was a delay in procedure, but no unplanned vitrectomy, incision enlargement, or sutures were required. The event did not impact the patient¿s activities of daily living, and the patient made a full recovery. It was noted that the directions for use were followed. No further information is available.